Event description:
A customer reported that their insulin pump became hot to the touch while it was charging using tandem supplies. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the return and replacement of the pump, with instructions given to deplete the battery before returning it using a provided box and label. The customer acknowledged understanding the process and agreed to program their settings and connect their cgm to the new pump. Technical support confirmed the customer would continue using their current pump as backup therapy and ensured that a replacement pump with updated software was sent without requiring a delivery signature.